Event description:
The patient reported insulin leakage while wearing the pod on the arm between 37 and 48 hours, which prompted removal of the pod. Upon removal, the pod's cannula was observed to be bent. The sensor reportedly indicated blood glucose levels above 22 mmol/l (400 mg/dl); however, a fingerstick blood glucose measurement confirmed a value of 15 mmol/l (270 mg/dl). As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.